Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Product was opened on the field when the pac picked up to utilize the product they notice the tip of the jaw was broken off. Unsure if it came from the package that way or if it had broken off after introduced to the surgical back table. Back table search no evidence of the tip anywhere. Product was not used on the surgical field it was passed off immediately. A replacement device was used to complete the procedure. No patient injury reported, as there was no patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/01/2023. An investigation was conducted on 06/06/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the intact heater wire. The gray silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled off from the cold jaw. The detached silicone insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however the analyzed failure "peeled; delaminated; jaw; detached" was observed. The lot # 3000310691 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.